Event description:
The reporter states that she felt shaky and attempted to test on the accu-chek aviva meter and received an "--". The reporter's blood glucose result was 466 mg/dl on the professional meter. The reporter states that she received two shots and IV therapy. She also states that it must have been insulin. New system sent and return requested.